Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator, leading to the decision to explant the device. The device was explanted on (B)(6) 2012. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, march 6th, 2012.

Manufacturer narrative:
(B)(4).